Event description:
Pt reported that back to back tests performed on their ss meter within 10 minutes of each other using separate finger sticks were 147 and 213 mg/dl (37% difference). No symptoms were reported. Control solution test result (125) was in range. On follow-up, the pt confirmed the above results and stated that their meter is working fine. Lfs rep reviewed cleaning and usage of control solution. There was no allegation of harm.